Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. Unit was received with the locking mechanism having both rotational and lateral movement; in addition to residue buildup. New components were added to replace worn internal parts. The unit was received in a suit case with the std. (2) pedi (1) triad rocker arms also (1) single pin rocker. General maintenance and cleaning required.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because unit was not locking.